Event description:
The customer reported the device displayed ¿depleted battery¿. During testing and investigation, the device displayed ¿depleted battery¿ after booting. The battery was replaced and the device booted up without any alarm. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.